Event description:
The patient was experiencing significant worsening in spasticity, significant pain in back and tightness in arms and legs. The catheter was explanted and replaced. The patient recovered without sequela. The pump was used to deliver baclofen concentration 2000 mcg/ml, continuous infusion dose of 200 mcg/day and rate of 0.1 ml/day.

Manufacturer narrative:
(B) (4).